Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal adhesions, abnormal uterine bleeding, parity (g13p0676), gravida (g13p0676) and abdominal adhesions on (B)(6) 2022, hyperlipidemia, essential hypertension, type ii diabetes mellitus, tobacco user (every day; 0.50 packs/day; types: cigarettes) and cesarean section. Previously administered products included: provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3599 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n mild subendometrial heterogeneity with cystic changes suspicious for adenomatosis. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: a. Uterus and bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy: cervix: no pathologic changes; endometrium: inactive pattern; myometrium: adenomyosis; fallopian tubes, bilateral: no pathologic changes. Specimen: uterus, cervix, and bilateral fallopian tubes gross description: there are bilateral metallic coiled medical devices, grossly consistent with essure coils within each cornu. The left fallopian tube has a metallic coil at the attachment site measuring approximately 1.0 cm in length. [Ultrasound pelvis] in (B)(6) 2022: echogenic foci within bilateral fallopian tubes and uterine cornu compatible with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal adhesions, abnormal uterine bleeding, parity (g13p0676), gravida (g13p0676) and abdominal adhesions on (B)(6) 2022, hyperlipidemia, essential hypertension, type ii diabetes mellitus, tobacco user (every day; 0.50 packs/day; types: cigarettes) and cesarean section. Previously administered products included: provera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3599 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n mild subendometrial heterogeneity with cystic changes suspicious for adenomatosis. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: a. Uterus and bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy: cervix: no pathologic changes, endometrium: inactive pattern, myometrium: adenomyosis, fallopian tubes, bilateral: no pathologic changes. Specimen: uterus, cervix, and bilateral fallopian tubes gross description: there are bilateral metallic coiled medical devices, grossly consistent with essure coils within each cornu. The left fallopian tube has a metallic coil at the attachment site measuring approximately 1.0 cm in length. [Ultrasound pelvis] in (B)(6) 2022: echogenic foci within bilateral fallopian tubes and uterine cornu compatible with essure quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: patient information,reporter information,medical history,lab data,drug stop date,surgery added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.